Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that while traveling, the user experienced hyperglycemia that resolved promptly after replacing the infusion set, and she queried whether international travel affected ilet function; the agent advised that travel could affect data uploads but not device function, and the medical device problem and device component could not be determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included characterization as a serious injury or illness. Investigation included communication with the user and analysis of the information she provided. Investigation of this case revealed no specific findings and insufficient information to identify a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.